Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead exhibited lead noise resulting in inappropriate mode switches. The physician elected to continue monitoring the patient. The patient did not experience any adverse consequences.